Event description:
Tpn was being infused into central line using safeline injection. Injection site cap supporting the rubber port in place broke off disconnecting infusion line and dislodging rubber port still attached to clip lock device. Pt complained of "chest pain and difficult breathing." There was no one with the pt at the time of the incident. Physician was notified, and results did not support air embolus. Pt was discharged on 5/9/1997.